Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a unknown liner. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that there was a conversion to a constrained liner of the left hip due to dislocation.

Manufacturer narrative:
Updated: catalog and lot number an event regarding dislocation due to a malpositioned shell and incorrect liner selection involving a trident 10° x3 insert 36mm ID was reported. The event was confirmed. A review of the medical records by a clinical consultant indicated that the root cause of the dislocation was a malpositioned shell. The clinical consultant indicated that the event is not device related. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the dislocation was caused by a malpositioned acetabular shell in tandem with a 10 degree liner which further reduced the effective cup inclination. There is no indication that the reported event was device related.

Event description:
It was reported that there was a conversion to a constrained liner of the left hip due to dislocation.